Manufacturer narrative:
The insulin pump had no button error alarm during testing. However, the insulin pump had an intermittent up and down buttons response due to moisture damage keypad traces. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 4.8 mmol/l. No significant event leading up to the incident was mentioned.